Manufacturer narrative:
Device was not returned for analysis. No event history log provided. Product not returned. No evidence provided for review. No previous repair was noted for the last 12 months. Based on the review of information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. Unable to confirm complaint as no device was returned.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was alarming with error 1660. Per reporter, the batteries were removed. The patient stated that he initially had a battery depleted alarm and changed the batteries. When the pump powered up, it began to alarm with error 1660. The batteries were removed again, and after waiting 30 seconds, they were reinserted, but the pump continued to alarm with error 1660. The patient was redirected to their physician. No patient harm/adverse event reported.